Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator inoperative condition occurred. The manufacturer received the device for evaluation and the device functioned as designed. Although the manufacturer was unable to reproduce the error codes, the devices downloaded log confirmed a ventilator inoperation condition occurred. The manufacturer was unable to reproduce the ventilator inoperative alarm condition.